Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that power spikes in the mid to low 9s, and baseline 6 watts were noted. The pt was readmitted to the hosp. Additional info notes that the pt was discharged when international normalized ratio (inr) was therapeutic.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.